Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the serter would not launch the quick set properly. Customer's blood glucose level was 465 mg/dl. The customer treated her blood glucose level with a syringe. The device was not returned.